Manufacturer narrative:
The licox probe was received with its smart card. Visual inspection did not detect any anomaly. The probe was connected to a licox monitor and tested: the oxygen pressure values were below the expected values (around 7% below the minimum specification). The probe was tested for stability and showed a 0.3% variation, considered as acceptable. During testing, no anomaly of smart card recognition was noted. The received probe was functional. This licox probe was tested within specifications at time of release, as shown on the device history records. The complaint was not verified: the reported recognition issues with the smart card were not confirmed, the probe measured oxygen values slightly below the specification but not 50% below as experienced by the user. The exact root cause of the reported issues could not be determined by the probe investigation. Device identifier cc1sb (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that during the experiment, there were several issues with the cc1sb licox oxygen micro-probe with smart card. First, after the probe opening, the customer tried to insert its smart card to the measuring device but the device couldn't recognize it. After many attempts of insertions of the card to the device of more than one hour, it finally read it. Second, when they tried to calibrate the probe in the air, the customer waited more than 20 minutes with the probe in the air and the probe showed values of 60-80 mmhg instead of the expected 120-160 mmhg. In addition, when the probe was inserted into the mammal's brain, the probe showed impaired values while the mammal was in a normal physiological condition. Additional information was received on 05mar2019: the date of the event was on (B)(6) 2019. The device was in contact with a patient but there was no injury. The event did not lead to an increase in surgery time.